Event description:
Boston scientific received information that the patient's remote monitoring system had detected that the tachycardia therapy of the implanted cardiac resynchronization therapy defibrillator (crt-d) was deactivated and was then changed to a monitor only mode. Attempts to obtain additional information were unsuccessful. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.